Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 38.3cm was returned for analysis. External insulation abrasions were noted at 14.2-14.9cm, 18.6-19.2cm, and 20.2-20.5cm, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 33.3-35.3cm from the connector pin. Internal insulation abrasions were noted at 30.7-31.9cm, 33.9-34.7cm, 34.9-35.3cm, and 37.4-37.5cm from the connector pin. The etfe coating was intact at these locations.(B)(4).

Event description:
This report is to advise of an event observed during analysis.